Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) that was implanted for failed back surgery syndrome. It was reported that patient needed to find a doctor that could change their implant battery. It was reported that their stimulator seemed like it was not working right, their left leg was very week and heavy and the patient did not know if the stimulator was causing that or if it was something else. This started suddenly a week before. The exact date was not provided. Patient was fine and up walking around and shopping then in the middle of the night, all the sudden patient could hardly walk or move their leg. No fall or trauma was reported. Patient was redirected to an hcp but did not have a managing physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.